Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03972 / 03973).

Event description:
It was reported patient underwent an acl procedure on (B)(6) 2015. During the procedure, a 4.5mm precision reamer drill bit fractured when drilling the femoral tunnel. The drill bit was replaced with another 4.5mm reamer which fractured as well. Both drill bits were removed by adjusting the chuck above the fracture and reaming out. It was noticed that the guide wire was bowed. Guide wire was straightened and a third 4.5mm precision reamer was used to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of returned device found both precision flexible reamers have fractured as stated in the complaint. Both reamers fractured at the proximal end of the instrument at the beginning of the laser cur flexible slots. Reamers likely failed due to misuse; by product being put through torsional/bending overload causing flex drill to fast-fracture.

Event description:
It was reported patient underwent an acl procedure on (B)(6) 2015. During the procedure, a 4.5 mm precision reamer drill bit fractured when drilling the femoral tunnel. The drill bit was replaced with another 4.5 mm reamer which fractured as well. The fracture site was high enough that the surgeon was able to adjust the chuck of the drill and ream out. It was noticed that the guide wire was bowed. The guide wire was straightened and a third 4.5 mm precision reamer was used to successfully complete the procedure.